Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon inserted a 13.2mm vticm5_13.2 implantable collamer lens, -12.50/+3.0/084 diopter, in the patient's left eye (os) and noted the lens was torn. The lens was removed with no apparent injury . The reporter indicated the lens was damaged during the loading process. The lens was not exchanged with another lens.

Manufacturer narrative:
On (B)(6) 2017 a new lens of same model and similar diopter was implanted and the problem was resolved. The lens was returned dry in a lens case/ vial. Visual inspection found the lens optic torn, haptic broken and fibers present on the lens surface. (B)(4). No similar complaints were reported for units within the same lot. (B)(4).